Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 44 mg/dl. It was stated that the customer was found in her home unconscious. The paramedics were called, and the customer was taken to the hospital. Troubleshooting was performed, and found that the customer may have been connected to the infusion set during the manual prime. It was also stated that the fixed prime history showed several deliveries with amounts larger than necessary. Advised the caller that the fixed prime should only be used for the cannula, not for bolusing. Troubleshooting was performed, and the insulin pump was programmed correctly. The time was off because the battery had been removed at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.